Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an ams miniarc device "on or about (B)(6) 2009" and that "on (B)(6) 2009 the plaintiff returned to her doctor with complaints of bad bladder pain and pain when she urinates." The plaintiff's attorney alleges that the plaintiff has had "three separate surgeries" removing the device. Plaintiff's attorney also alleges that the plaintiff has "suffered and continues to suffer from pain, infection, bleeding, painful intercourse, bowel, bladder and blood vessel perforation, nerve damage and urinary problems." The plaintiff's attorney also alleges that the "plaintiff has and will continue to endure pain and suffering" and "nerve damage shots, anxiety, emotional trauma and loss of enjoyment of life" and "permanent and life altering damages" as well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.